Event description:
Meter was reading inaccurately erratic. The pt obtained two readings of 275 and 122 mg/dl. The results were greater than 20 mins apart and therefore, an invalid comparison. The pt did however; notice that there was no reaction of the test strips. The pt did report a high blood glucose symptom of frequent urination at the time of testing. The pt took insulin as treatment. The issue with the test strips was not resolved with troubleshooting. The meter and test strips were replaced for the pt.